Manufacturer narrative:
The device upload was evaluated and the complaint stated that on (B)(6) 2023 (date of occurrence), the egvs presented to the user were not the same as their actual bg levels. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. Verification of egv values across the device files showed no discrepancies. Although no issues were seen, the exact reason of the reported incorrect egvs being presented to the user could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The complaint stated that on (B)(6)2023 (date of occurrence), the egvs presented to the user were not the same as their actual bg levels. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. Verification of egv values across the device files showed no discrepancies. Although no issues were seen, the exact reason of the reported incorrect egvs being presented to the user could not be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 427 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting. In addition the patient reports having back pain and nausea. The patient reports having incorrect blood glucose readings between their blood glucose monitor and controller. The patient was taken to the hospital by ambulance. Once at the hospital the patient had bloodwork performed. The patient was admitted to the intensive care unit (ICU). The patient was treated with intravenous fluids and an insulin drip. The patient was provided an albuterol inhaler to take home. The patient was prescribed insulin pens. The patient was released from the hospital after 3 days.